Event description:
Lilly case ID: (B)(4). This spontaneous case reported by a consumer, concerns a female patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received an unspecified insulin at unknown dose, frequency, route of administration, indication for use and start date. On an unknown date the patient started to use humapen savvio red in order to deliver the insulin. On an unspecified date, unknown time after starting unspecified insulin via humapen savvio red, the patient was hospitalized in intensive care unit (ICU) due to the blood glucose that did not decrease, it was the beginning of a ketoacidosis. Then, on an unspecified date, the pen was jamming when she pressed. She changed the needle and the refill and the pen was still locking and did not inject insulin (product complaint number: (B)(4) / lot number: 1611v09). Reportedly, sometimes insulin came out. The patient reused needles, twice or three times and stored the device in her purse inside a thermal box with ice when she goes out, when she was in the house she kept the device in a fresh place, as reported. Information regarding exams, corrective treatment and outcome of the event was not provided. Status of unspecified insulin with humapen savvio was unknown. It was unknown who operated the device and if the operator was trained. The duration for use for this device model was not reported and the patient had used the suspect device for one year. The device, which was manufactured in nov2016, was not returned to the manufacturer. It was noted that troubleshooting was performed with guidance from a trained professional and the device was working normally. The reporting consumer did not provide a relatedness opinion between the event to device, however, considered the ketoacidosis probably because sometimes she applied it and it did not work (as reported). Update 09apr2020: additional information received from the service customer personnel on 07apr2020 regarding lost follow up attempts only. No updates were added into the case. Edit 09apr2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 17apr2020: additional information received on 16apr2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1611v09 of a humapen savvio (red) device. Corresponding fields and narrative updated accordingly. Update 23apr2020: information was received on 20apr2020 from a second reporting consumer. No new information was added to case. Update 29apr2020: additional information received on 28apr2020 from call center agent. No new information was added to this case.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 17apr2020 in the b.5. Field. No further follow-up is planned. Evaluation summary: the mother of a female patient reported that the patient's humapen savvio device was jamming and did not inject insulin. She also reported there are times when it works, and insulin comes out. The patient experienced ketoacidosis. The device was not returned to the manufacturer for investigation (batch 1611v09, manufactured november 2016). Troubleshooting was performed with guidance from a trained professional and the device was working normally. A complaint history review of the batch did not identify any atypical findings with regard to dose accuracy issues. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient used the same needle two or three times. The device core instructions for use state to use a new needle for each injection. The patient sometimes stored the device in a thermal box with ice when she goes out. The core instructions for use state to store the device at room temperature. There is evidence of improper use and storage. The patient reused needles. Needle reuse may be relevant to the complaint and the event ketoacidosis. The patient sometimes stored the device with ice. It is unknown if this misuse is relevant to the complaint and the event of ketoacidosis.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, concerns a female patient of unknown age and origin. The medical history of patient and concomitant medication were not provided. The patient received an unspecified insulin, unknown dose, frequency, route of administration, indication for use and start date. On an unknown date the patient started to use humapen savvio red in order to deliver the insulin. On an unspecified date, unknown time after starting unspecified insulin via humapen savvio red, the patient was hospitalized in ICU due to the blood glucose that did not decreased, it was the beginning of a ketoacidosis. Then, on an unspecified date. The pen was jamming when she pressed. She changed the needle and refill and the pen was still locking and did not injected insulin (pc: (B)(4), lot: 1611v09). Reportedly, sometimes insulin came out. The patient reuses needles, twice or three times and stores the device in her purse inside a thermal box with ice when she goes out, when she was in the house she keeps the device in a fresh place, as reported. Information regarding exams, corrective treatment and outcome of the event was not provided. Status of unspecified insulin with humapen savvio was unknown. It was unknown who operated the device and if the operator was trained. The duration for use for this device model was not reported and the patient had used the reported device for one year. There was a product complaint for this device (pc: (B)(4), lot: 1611v09). The device return was not expected. Since the device is not being returned, evaluation for a malfunction is not possible. The reporting consumer did not provide a relatedness opinion between the event to device, however, considered the ketoacidosis probably because sometimes she applied it and it did not work (as reported). Update 09apr2020: additional information received from the service customer personnel on 07apr2020 regarding lost follow up attempts only. No updates were added into the case. Edit 09apr2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.